Manufacturer narrative:
(B)(4). Concomitant medical products - manufactured by (B)(4): catalog #42532008302, persona stemmed cemented tibial component, lot #62435405 catalog #42521401013, persona ps articular surface, lot #62388698. This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 1822565-2015-01410.

Event description:
It is reported that the patient is experiencing pain, swelling and limited range of motion.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combinations related to the event. Review of office visit notes and primary operative notes indicate that the patient has been experiencing pain since the surgery. Post-operative, x-ray images were reported to show a stable tracking patella and cemented right total knee arthroplasty in outstanding mechanical alignment, without mechanical complication, periprosthetic fractures, subluxations, or bone prosthetic lucencies. Per the persona package insert, pain is a known adverse effect associated with this procedure. A definitive root cause cannot be determined with the information provided.